Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer stated that they don't have back up plan. The patient has not treated for high blood glucose. The patient feels ok to troubleshoot. The troubleshooting was performed. The patient was advised to follow up with her health care provider as soon as possible to have them check her settings and to get back up plan ordered for her.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.